Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and the lens tore. Additional info has been requested from the facility but to date none has been forthcoming. If additional info does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product found the lens optic torn. Both haptics were torn off with a piece of lens optic. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.